Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015, to report that a patient experienced diabetic ketoacidosis (dka) events. Date of events were not provided. It was reported that the patient had episodes of dka every 2-3 months due to recurrent urinary tract infections (uti) and pyelonephritis.

Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015, to report that a patient experienced diabetic ketoacidosis (dka) events. Date of events were not provided. Date of events are an approximation based off of information provided. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis (dka).